Manufacturer narrative:
Clinical review: there is a temporal relationship between hemodialysis utilizing the fresenius 2008t machine and the patient event of cardiac arrest. However, there is no documentation to show a causal relationship between the use of the 2008t machine and the patient's cardiac arrest event. Additionally, there is no allegation of a machine malfunction or deficiency related to this event. ¿the risk of cardiac arrest in this patient group is exacerbated by both traditional factors such as age and hypertension and non-traditional factors unique to esrd, including fluid and electrolyte imbalances and dialysis-related variables.¿ the biomedical technician reported that the machine passed all evaluations and was not related to the patient event. Based on the limited information and no allegation or evidence of a malfunction or deficiency, the fresenius 2008t hemodialysis machine can be excluded as the cause of the patient¿s cardiac arrest. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a biomedical technician that a hemodialysis (hd) patient went into cardiac arrest during treatment utilizing the fresenius 2008t machine on (B)(6) 2025. The machine underwent evaluation, and it was concluded that the patient event was unrelated to the use of the 2008t machine. All calibration checks and tests were acceptable. Attempts to obtain additional information were unsuccessful. The patient outcome is unknown.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported by a biomedical technician that a hemodialysis (hd) patient went into cardiac arrest during treatment utilizing the fresenius 2008t machine on (B)(6) 2025. The machine underwent evaluation, and it was concluded that the patient event was unrelated to the use of the 2008t machine. All calibration checks and tests were acceptable. Attempts to obtain additional information were unsuccessful. The patient outcome is unknown.

Event description:
It was reported by a biomedical technician that a hemodialysis (hd) patient went into cardiac arrest during treatment utilizing the fresenius 2008t machine on (B)(6) 2025. The machine underwent evaluation, and it was concluded that the patient event was unrelated to the use of the 2008t machine. All calibration checks and tests were acceptable. Attempts to obtain additional information were unsuccessful. The patient outcome is unknown.

Manufacturer narrative:
Correction: d.10.